Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit returned without a battery, battery door, and end of the streamline battery clip, a bent ground pin of the system monitor to power module connector was also noted. The system monitor to power module connector was replaced and the battery, battery door, and end of the streamline battery clip were added to the unit. A full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site and is ready for use. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information has been provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected, section d4, catalog number: corrected, section d4, lot number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in with a missing end of the streamline battery clip and a bent lemo connector ground pin. There were three purchase order attempts made but it was not provided. No further testing was performed. The unit returned to the customer in an unrepaired condition and labeled ¿not for human use¿. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the heartmate power modules were physically damaged. Related manufacturer report numbers: 2916596-2023-08112 and.